Manufacturer narrative:
Device evaluation summary: zoll's attempts to recover the patient's monitor and electrode belt have been unsuccessful. Monitor (B)(4) and electrode belt (B)(4) have not yet been returned to zoll. The last data download was on (B)(6) 2014 at 7:46 am. There are no downloaded software flags from around the time of the event. An analysis of the available downloaded data did not identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. There is no indication at this time that the device caused or contributed to the patient passing.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's son reported on (B)(6) 2014 that the patient had a heart attack that monday around 4am. The son reported that the lifevest did not work for his mother and that it didn't alarm once during the event. The patient was picked up by ems and transported to the hospital. He reported that the lifevest was cut off the patient and she was defibrillated once while at the hospital. He reported that at the time of the call, the patient was brain dead, but had not yet passed away. During a follow-up on (B)(6) 2014 with the patient's nurse, the nurse reported that per the patient's record, they were brought into the hospital while not wearing the lifevest. As the patient's son insisted that the patient was wearing the device when they were transported to the hospital, it is likely that ems removed the device during transit. During a follow-up with the patient's son on (B)(6) 2014, the son reported that the patient died but did not provide any additional details surrounding the death. The exact date of death is unknown.